Manufacturer narrative:
(B)(4). This reported lot number is subject to the recall initiated on february 8, 2010.

Event description:
Procedure: lap hernia repair. According to the reporter, the device would not fire; unable to follow up with graft. Assumed a new device was opened and procedure completed without further incident. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.